Manufacturer narrative:
Per the tandem user guide: do not start to use your pump before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to customer being new to the pump and the personal profile settings were incorrect. The customer slept through the occurrence and woke up with a bg of 170 mg/dl. Recommendation made to consult with healthcare provider to review pump settings and personal profiles.